Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 508 mg/dl. It was stated that the cannula was bent underneath the tape. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.